Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs system cervical and thoracic. This report references the patient's cervical system. It was reported the patient is unable to establish communication between the ipg and external devices. The programmer also reflects a communication error. The patient last recharged the device approximately a month ago. The patient is without stimulation. A company representative met with the patient and confirmed the issues. Consequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
The ipg was removed on (B)(6) 2017.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017, where the cervical ipg was removed and a new one was placed on (B)(6) 2018. Effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
The cervical ipg was not removed on (B)(6) 2017, as previously reported. It was removed on (B)(6) 2017.

Event description:
Additional information revealed the cervical lead was removed at the time the new cervical ipg was implanted on (B)(6) 2017.

Event description:
Follow-up information revealed the patient's cervical ipg could not be removed due to other surgical complications.